Manufacturer narrative:
Additional information: the lot was manufactured january 22, 2016 ¿ january 26, 2016. The device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with flucloxacillin. There was no patient involvement. No additional information is available.